Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: [missing records: records including operative report for gastric bypass were not provided.] ??/??/??: [missing records: records including operative report for laparotomy for bowel obstruction ¿with complication of abscess and delayed wound healing¿ were not provided.] (B)(6) 2010: [facility ni]. (B)(6). Procedure report. Preoperative diagnosis: symptomatic incisional hernia at umbilicus. Planned procedure: open incisional hernia repair and scar revision. Social: no tobacco or alcohol. Weight 155. Exam: 2-3 cm incisional hernia at umbilicus. Deep upper midline scar. Post-procedure: specimens: scar. Findings: 4 cm ventral hernia. (B)(6) 2010: (B)(6). [Signature illegible]. Pre-anesthesia assessment. Bowel obstruction 08/08. Asa class: 1. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia. Abdominal scar. Postoperative diagnosis: incarcerated incisional hernia. Abdominal scar. Procedure: repair of incarcerated incisional hernia. Revision of upper midline abdominal scar. Anesthesia: general endotracheal. Preoperative note: the patient is a 32-year-old white female who has had multiple abdominal operations. She has developed an incisional hernia near the umbilicus at the base of her upper midline scar. She also has a very deep, wide scar in the upper midline. She comes in now for hernia repair and scar revision. Operative note: ¿consent was obtained. The patient was taken to the operating room and placed on the table in the supine position. Following administration of general endotracheal anesthesia a foley catheter was placed and she was prepped and draped in the usual sterile fashion. I initially excised her scar throughout its length, beginning just below the xiphoid and carrying it down to the umbilicus. I made an elliptical incision around the scar and then excised it completely. The hernia defect was just above the umbilicus and I dissected this out. The actual defect was approximately 3-4 cm in length. I freed up the fascial edges. It contained incarcerated omentum which I reduced back into the abdomen. I then repaired the hernia defect with interrupted #1 ethibond suture. Once it was closed, I then began closing the wound. This was done in layers with interrupted 3-0 vicryl. I also tacked the umbilicus back down to the fascia with a 2-0 vicryl. I then ran a 4-0 monocryl and then finally a layer of dermabond. She tolerated the procedure well. She was taken to the recovery room afterwards in stable condition. All counts were correct at the end of the case.¿ (B)(6) 2010: (B)(6). Pathology report. Diagnosis: skin, site not specified, excision: hypertrophic scar. Specimen and source: scar tissue. Gross examination: received in formalin filled container labeled ¿dorothy diane mercer-scar tissue¿, accompanied by a requisition labeled correctly with the patient¿s name- ¿scar tissue¿ is an elongated strip of skin with attached soft tissue measuring 13.0 x 2.7 x 0.6 cm in thickness. No lesions are identified grossly. Representatives of full thickness transverse sections are submitted in one cassette. (B)(6) 2010: (B)(6). [Signature illegible]. Discharge instructions. Resume usual activities. Avoid heavy lifting, bending or straining. Avoid coughing or sneezing. Regular diet. (B)(6) 2012: (B)(6). History & physical. Preoperative diagnosis: incarcerated incisional hernia. Planned procedure: laparoscopic repair incisional hernia. Surgical history: gastric bypass, c-section x2, small bowel obstruction, incisional hernia (open-no mesh). Social: no tobacco or alcohol. Exam: incisional hernia at or around umbilicus. (B)(6) 2012: (B)(6). [Signature illegible]. Pre-anesthesia assessment. Weight 157 lbs. Asa class: 2. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia and intestinal adhesions. Procedure: laparoscopic repair of incarcerated incisional hernia with mesh. Laparoscopic enterolysis. Anesthesia: general endotracheal. Preoperative note: the patient is a 34-year-old white female who had a prior laparotomy for a bowel obstruction. She has developed a symptomatic hernia at her midline incision and comes in now for repair. Operative note: ¿consent was obtained. Patient was taken to the operating room, placed on the table in the supine position. Following administration of endotracheal anesthesia, foley catheter was placed and she was prepped and draped in the usual sterile fashion. An incision was made laterally just below the left costal margin. This was carried down through the fascia until the peroneal cavity was entered. A hasson trocar was placed and a pneumoperitoneum was instilled. The camera was inserted and the abdomen was inspected. There was no sign of trocar injury. Three 5-mm trocars were also placed; one on the left side and two on the right side laterally, all under direct vision. There were a large number of adhesions to the anterior abdominal wall. The omentum and transverse colon were all adherent. I took all of this down with a combination of cold scissors and blunt dissection with no heat source. I eventually completely freed up the anterior abdominal wall. There was a swiss-cheese type hernia defect around the umbilicus that measured in total 5 x 7 cm, but there were a [sic] least 10 or 15 small separate defects within this space. Superior to this, the old prolene sutures were visualized and the fascia was very attenuated, but a hernia had not yet developed. I wanted to cover this entire incision with mesh. Based on the measurements of the defect, as well as the superior attenuated portion of fascia, I obtained a piece of gore dualmesh measuring 13 x 21 cm. I placed 4 separate 0 gore-tex sutures along the edges of the mesh and one in the center of each side. The mesh was then rolled up and passed into the abdomen. I unrolled the mesh and then pulled up these 4 sutures at the 4 appropriate spots to initially anchor the mesh. This resulted in an approximately 4 cm overlap in all directions. Using the protack spiral tacker, I then tacked the mesh down circumferentially, initially tacking the 4 corners and then the entire circumference of the mesh with the tacks 1 to 1.5 cm apart. I then placed 8 more ethilon sutures equidistant around the circumference of the mesh to securely anchor the edges of the mesh to the fascia. I reinspected the abdomen, carefully inspected the small bowel and colon, and saw no enterotomies or any other problems. I closed the fascia at the initial trocar entry site with a #1 vicryl using a suture passer laparoscopically. The skin was closed with dermabond. She tolerated the procedure well. She was taken to the recovery room afterwards in stable condition. All counts were correct at the end of the case.¿ 04/19/12: christus schumpert st. Mary. Implant record. Procedure: ventral hernia. Expiration date: 2014-06. Manufacturer: gore®. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 9424392. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/9424392) was implanted during the procedure. (B)(6) 2012: (B)(6). Physician orders. Discharge home. Resume previous diet, activity, medications as tolerated. (B)(6) 2012: (B)(6). Discharge summary. Operative procedure: laparoscopic repair of incarcerated incisional hernia with mesh and laparoscopic enterolysis. Developed incisional hernia in midline incision. Underwent laparoscopic repair of incarcerated incisional hernia with a large piece of gore dual mesh. Tolerated procedure well, no complications. Postoperatively has done well, remained afebrile. Sugar-free liquid diet after surgery; tolerating well. Ambulating halls. Incisions healing well, no sign of infection or drainage. Discharge home today in stable condition. See in office in about 10 days. ??/??/??: [missing records: records between (B)(6) 2012 and (B)(6) 2012 including office notes when seen by dr. Barnes who ¿attempted to aspirate from one lesion¿ were not provided.] (B)(6) 2012: (B)(6). Weight 156 lbs., bmi 25.2. Never smoker. Arrived from winnfield hospital; admitted with abdominal pain status post hernia repair. History of hernia repair with placement of mesh graft. Integumentary assessment: abdomen: 16 healing dermabond laparoscopy sites. (B)(6) 2012: (B)(6). History & physical. Reported persisting pain in abdomen despite analgesia with low-grade temperature. A week after surgery, started to have fevers above 101 degrees with chills, sweats, persistent pain in abdomen, more on right side. Decreased appetite, some nausea, no vomiting. Having regular bowel movements, no diarrhea, denied urinary symptoms. Seen a few times since surgery by dr. Barnes who attempted to aspirate from one lesion suspecting abscess with no return and suggested anti-inflammatory medications; no sufficient relief. Because of recurrent fevers he recommended coming to emergency department. History: multiple surgical procedures including initial gastric bypass surgery, subsequent small-bowel obstruction with complication of an abscess and delayed wound healing at the time, subsequent incisional hernia repair in last 3 to 4 years, and finally recurrence of pain in previous hernia site with diagnosis of strangulated hernia repaired 2 weeks ago by dr. Barnes. Also 2 c-sections between 2 and 3 years ago. Abdomen: multiple laparoscopy incision sites with the ones on right having some erythema surrounding 1 or 2 of the sites. Moderate tenderness around these areas as well as the left upper region of the mesh relating to one of the incision sites as well. Bowel sounds present, no organomegaly, rigidity or rebound. Albumin is decreased at 2.0, probably related to chronic inflammation and inadequate nutrition. CT abdomen/pelvis at outside hospital reports area of abnormality with air-fluid levels estimated 11 x 5 x 15 cm adjacent to mesh in midline, suggestive or consistent with an abscess and small to moderate amount of free fluid in the cul-de-sac mentioned. Impression: postoperative abdominal infection, superficial at least with possible abscess versus residual free fluid in the abdomen. Postoperative anemia. Poorly controlled pain. Plan: consult dr. Merriman as dr. Barnes out of town. Continue vancomycin and ceftazidime to cover gram-negative anaerobes that can occur in intra-abdominal infections. Keep nothing by mouth for possible surgery if needed. Await culture results from outside hospital and re-culture if spikes fever above 100.5. ??/??/??: [missing records: culture reports from outside hospital were not provided.] ??/??/??: [missing records: records for the CT from outside hospital were not provided.] (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: infected abdominal wall mesh. Comparison: (B)(6) 2008. Postsurgical changes in anterior wall of mid and lower abdomen in midline consistent with hernia repair. Oval collection within anterior wall measuring approximate 10 cm transverse and 3 cm ap diameter with air-fluid level noted in midline. Much of this appears to be deep to the fascia, appears separate from underlying transverse colon. At inferior margin of area, there is smaller 5.5 x 2 cm oval collection with more solid appearing contents. Not clear if this communicates. Small dependent gallstones. Impression: probable abscess at level of surgical mesh within anterior wall. Small amount of free fluid. (B)(6) 2012: (B)(6). Radiology ¿ ultrasound guided percutaneous drainage with catheter. Probable abscess at level of anterior abdominal wall mesh as noted on prior CT. Needle advanced into large anterior collection. Return of brownish foul-smelling fluid. Impression: successful placement of 10-french drainage catheter into previously noted large anterior abdominal collection. (B)(6) 2012: (B)(6). Progress notes. Temperature maximum 100.7. Gram stain: gram-positive cocci, gram-variable rods. Drainage purulent and foul smelling. No nausea/vomiting or abdominal distention. Continue current interventions; will require more urgent exploration if clinical course changes. (B)(6) 2012: (B)(6). Progress notes. Temperature maximum 101. Wbc 12.6. Abdomen benign, no nausea/vomiting. Culture equals streptococcus so far. ??/??/??: [missing records: culture reports were not provided.] (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: follow up abscess. Previously placed pigtail drainage catheter within abscess at level of infected anterior abdominal wall mesh from hernia repair. Catheter appears superficial to mesh. Impression: drainage catheter within anterior abdominal wall fluid collection related to infected mesh. Collection appears minimally decreased in size. Probable postsurgical changes within subcutaneous fat mid and lower abdomen bilaterally. Cannot exclude small abscesses, particularly on right. Small lot of free fluid. (B)(6) 2012: (B)(6). Radiology ¿ contrast check drainage catheter with lavage. Indication: follow up abscess. Aspiration yielded fairly thick pus with a foul smell. Persistent large cavity at level of mesh. Cavity lavaged until clear. Impression: persistent large cavity at level of drainage catheter. Plan reassess in 3 days. (B)(6) 2012: (B)(6). Progress notes. Afebrile now. Complains of abdominal pain, nausea. Abdomen: some cellulitis; question abscess along edge of mesh. Reviewed all cts with dr. Hebert; don¿t think abscess is being adequately drained. Will repeat CT, consider adding 2nd drain. Think she will eventually need surgery for removal of mesh and either primary closure or possibly biologic mesh. (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal wall abscess follow up. Impression: static appearance of gas and fluid anterior and posterior to surgical mesh placed in mid anterior abdominal wall as treatment for ventral hernia. Pigtail drainage catheter remains anterior to the mesh. (B)(6) 2012: (B)(6). Radiology ¿ percutaneous abdominal wall abscess drainage catheter placement. Indication: abdominal wall abscess, infected hernia repair mesh. Guidance: sonography and fluoroscopy. Goal was to place second pigtail drainage catheter through and posterior to recently placed ventral hernia repair mesh. Smaller pigtail catheter has been placed percutaneously anterior to the mesh superiorly. Gas within the cavity precluded completion of procedure using sonographic guidance as mesh could not be seen. Approximate 40 ¿ 50 ml of purulence was aspirated from the neck cavity and the cavity lavage with normal saline until clear. Impression: successful placement of 12-french pigtail drainage catheter through ventral hernia mesh into fluid collection posterior to the mesh. (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen. Indication: abdominal wall abscess, infected hernia mesh. Comparison: earlier scan today. Impression: new 12-french pigtail drainage catheter well positioned posterior to the mesh in fluid collection in anterior mid abdominal wall. (B)(6) 2012: (B)(6). Nutrition record. Tolerating bariatric clear liquid diet. Albumin 1.7. (B)(6) 2012: (B)(6). Pre-anesthesia assessment. Weight 70.8 kg. Temperature 100.9. Asa class: 3. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Infected mesh. Postoperative diagnosis: ventral hernia. Infected mesh. Procedure: removal of infected abdominal mesh. Incision and drainage of abdominal abscess. Ventral hernia repair. Anesthesia: general endotracheal. Preoperative note: the patient is a 34-year-old, white female, who underwent laparoscopic ventral hernia repair about 3 weeks ago. She returned with a mesh infection. We initially had this drained by radiology and put her on IV antibiotics. She comes the or now for mesh removal. Operative note: ¿consent was obtained. The patient was taken to the operating room and placed on the table in the supine position. Following administration of general endotracheal anesthesia, a foley catheter was placed and she was prepped and draped in the usual sterile fashion. A midline incision was made directly over the mesh. This was carried down through the soft tissue until the mesh was encountered. I extended the incision up superior and inferiorly to the length just short of the length of the mesh. There was a moderate amount of purulent drainage both above and below the mesh. I removed the entire mesh and all of the tacks and sutures. Deep to the mesh, the omentum had completely sealed this off and I never truly entered the abdominal cavity. On her preoperative CT, there appeared to be a small communication between the abscess and the bypassed stomach. I saw no evidence of this here and I watched for about 30 minutes and there was never any drainage indicative of a fistula. In order to dissect out the stomach, it would have be [sic] been a massive operation as there was a fairly pronounced inflammatory response and this area was completely walled off with the omentum and I felt like any further attempt to try to find a fistula would have significant morbidity. I washed out the cavity thoroughly. I placed a 19-french round blake drain deep to the fascia and brought it out through a separate stab incision. I then freed up the fascia circumferentially. Deep to the fascia was already free so I freed up superficial to the fascia circumferentially back bout 2 cm. I then closed the facia over the drain with interrupted #1 pds in a far near, near far suture pattern. The fascia closed nicely with no tension and the fascia was actually pretty solid and I was getting good bites of tissue. I irrigated the wound once again. There were four areas where I had drained abscesses on the floor and I thoroughly explored these and made sure they were completely and adequately drained and I connected them to the large wound. I then packed the large wound with kerlix soaked in dakin solution and then also packed the smaller wounds with the same thing. This was covered with dry 4 x 4s and an abd dressing. She tolerated the procedure well. She was taken to the recovery room afterwards in stable condition. All counts were correct at the end of the case.¿ (B)(6) 2012: (B)(6). Pathology report. Path number: (B)(6). Diagnosis: gross diagnosis only; see gross description below. Comment: no tissue is submitted. Specimen and source: abdominal mesh. Clinical information: abdominal abscess. Gross examination: the specimen is received in a container of formalin labeled ¿dorothy diane mercer, abdominal mesh¿, accompanied by a requisition form labeled ¿dorothy diane mercer, abdominal mesh¿. The specimen consists of an 18.5 x 11.5 x 0.5 cm piece of artificial mesh material. No issue are [sic] identifying markers are noted. No sections are submitted. Gross photographs are obtained and attached to the case. (B)(6) 2012: (B)(6). Medication reconciliation form. Insulin; continue. (B)(6) 2012: (B)(6). Progress notes. Consulted to place wound vac to abdomen. Wound measures 8.0 x 5.0 x 5.0 cm. Wound 100% pink/moist, serous drainage, no foul odor. Sutures to base of wound. Base wound protected with vaseline gauze topped with vac dressing. Therapy initiated at 125 mmhg continuous, good seal. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnosis: infected abdominal hernia mesh. Admission note: was 2-3 weeks out from a laparoscopic repair of incisional hernia with gore dual mesh. Having fever and redness. Noted to have fluid collection on cat scan very suspicious for abdominal abscess. Admitted for further workup. Initially placed a drain by radiology. There were also 3 areas where the abscess came to the surface and became red and tender; had to incise, drain and packed these. Given intravenous total parenteral nutrition. Radiology placed a second drain, but continued to have purulent drainage and infection. Took her to surgery 05/14, removed all of her mesh through an open incision. Placed drain deep in her fascia, closed primarily with interrupted sutures and packed open wound. Has done well after surgery. Purulent drainage immediately cleared up. After 3 days, switched to a wound vac dressing, which has in place now; doing well with this. Had low grade fever initially, now afebrile. Kept on intravenous antibiotics throughout all this; yesterday switched to oral. On total parenteral nutrition right up until discharge. Started on clear, then full liquid diet; tolerating well. Bowels moving, passing gas, ambulating halls. Normal white count. Overall, looks very good. Will discharge home today. Home health to manage wound and wound vac. Keep on oral antibiotics another week. See in office in 3 days. Instructions: will leave jp drain in place; instructed how to empty and record this. Resume previous diet as tolerated. Refrain from heavy lifting for at least 6 weeks. (B)(6) 2012: (B)(6). Discharge instructions. No lifting greater than 15 lbs. Wound care: empty and record drain output, wet-to-dry dressing changes tice [sic]/day with normal saline and 4x4 gauze. (B)(6) 2012: (B)(6). Radiology ¿ abdominal ultrasound. Indication: right upper quadrant pain. Impression: cholelithiasis with mild wall thickening of gallbladder consistent with cholecystitis. (B)(6) 2012: (B)(6). Procedure report. Preoperative diagnosis: cholelithiasis; mostly right back pain, nausea. Gallstone and mild wall thickening on ultrasound. Epigastric pain. Planned procedure: laparoscopic cholecystectomy, esophagogastroduodenoscopy. Surgical history: ventral hernia x2 (second time with mesh), removal infected mesh and primary hernia repair. Exam: multiple scars, moderate tenderness bilateral upper quadrant, no obvious hernias. Post-procedure: procedure performed as planned. Other: lysis of adhesions, liver biopsy. Specimens: gallbladder, liver biopsy. Complications: none. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: cholelithiasis and acute cholecystitis. Postoperative diagnosis: cholelithiasis and acute cholecystitis, hepatomegaly and intestinal adhesions. Procedure: laparoscopic cholecystectomy. Intraoperative cholangiogram. Laparoscopic enterolysis. Wedge biopsy of liver. Esophagogastroduodenoscopy. Anesthesia: general endotracheal. Preoperative note: the patient is a 34-year-old white female with a several month history of postprandial right back pain and nausea. On ultrasound, she had cholelithiasis and some thickening of the gallbladder wall. She is also having some occasional epigastric pain. She has had extensive past surgical history, and we initially attempted to treat this nonoperatively, but her symptoms have been worsening recently, and she comes in now for cholecystectomy. Operative note: ¿consent was obtained. The patient was taken to the operating room and placed on a table in the supine position. Following administration of general endotracheal anesthesia, a foley catheter was placed, and she was prepped and draped in the usual sterile fashion. An incision was made just below the umbilicus. This was carried down through the fascia until the peritoneal cavity was entered. A hasson trocar was placed and a pneumoperitoneum was instilled. The camera was inserted, and the abdomen was inspected. There was no sign of trocar injury. The omentum and transverse colon were completely adherent to the anterior abdominal wall. I was unable to place a trocar in any of my normal sites and so initially I placed a 5-mm trocar in the left lower quadrant under direct vision. Through this trocar, I was able to take down the omentum and transverse colon from the anterior abdominal wall in the right upper quadrant until it was completely freed. This was done with a combination of blunt dissection and cold scissors, and no heat source was used. This then enabled me to place three 5-mm trocars in the right upper quadrant all under direct vision. The gallbladder was initially covered with omentum. I dissected this off to expose the gallbladder. There was some minimal inflammation in the wall, but the color was blue and it was severely inflamed. Once I got all the omentum off the gallbladder, I was able to retract it towards the right shoulder and dissected out the hilum. The cystic duct was exposed for a length of approximately 3 cm. It was seen exiting the gallbladder 360 degrees. I then placed a proximal clip on the cystic duct and made a cystic ductotomy. A cholangiogram catheter was inserted. This study showed that we were indeed within the cystic duct. There were no filling defects noted in the ductal system and the contrast emptied easily into the duodenum. The catheter was removed. The cystic duct was doubly clipped and divided. The cystic artery was doubly clipped and divided. The gallbladder was then dissected off the liver wall with a combination of cold scissors and cautery. There was some edema between the gallbladder and the liver, but the dissection was fairly straightforward. The gallbladder was removed through the umbilical trocar site. The liver was mildly enlarged consistent grossly with fatty liver disease. I took a wedge biopsy from the right lobe and sent this for permanent section. Hemostasis was obtained with cautery. I closed the fascia at the umbilical trocar site with a #1 vicryl using a suture passer laparoscopically. The skin was closed with dermabond. I then went to the head of the table, inserted the gastroscope orally and passed it down a normal esophagus into the gastric pouch. Her pouch was quite small. It was otherwise normal in appearance. The outlet was not strictured, and the scope passed easily through into the roux limb. I did not see a marginal ulcer. The roux limb was benign. The scope was withdrawn. She tolerated the procedure well. She was taken to the recovery room afterwards in stable condition. All counts were correct at the end of the case.¿ (B)(6) 2017: (B)(6). Office visit. Gastric bypass (B)(6) 2004; preoperative weight 257, weighs 134 today. Impression: mild protein-calorie malnutrition, epigastric abdominal pain. Doing well overall, doing well with weight. Concerned she may have ulcer from nsaid use. (B)(6) 2017: (B)(6). Office visit. Epigastric pain worse last 2 weeks. Seems slightly intoxicated today, smells of alcohol. Medical history: lupus. Surgical history: tubal ligation 12/2015, gastric bypass 12/05/04. Never smoker, history of alcohol use. Exam: abdominal tenderness-epigastric. Impression: mild protein-calorie malnutrition. Epigastric pain with ongoing nsaid use; concerned about ulcer. Esophagogastroduodenoscopy this week. (B)(6) 2017: (B)(6). Procedure report. Esophagogastroduodenoscopy. Indication: epigastric pain. Normal esophagogastroduodenoscopy status post gastric bypass. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9424392. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9424392. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal abscess, removal of infected mesh. Additional event specific information was not provided.